Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ii endoleak, additional endovascular procedure x 2, rupture and death event/incident are confirmed. The type iiib endoleak event/incident is unconfirmed. This moderately consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. However, it should be noted that the patient death was determined to be device related. Additionally, the patient was admitted with an impending rupture. A coiling of a type ii endoleak was done six (6) days later and the rupture occurred three (3) days post-coiling. The patient's family refused treatment for abdominal compartment syndrome per the patient¿s wishes to avoid other surgeries. The final patient status was reported as being expired. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. G3: awareness date ¿ updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx bifurcated stent graft, an afx suprarenal aortic extension, and two (2) afx limb stent grafts. Approximately eight (8) years post initial procedure the routine follow-up identified a type ii endoleak (non-device-related) and a possible type 3b endoleak. The type ii endoleak was coiled, and the patient tolerated that well. The patient returned for planned re-line three (3) days later and their aneurysm ruptured in the operating room during preparation for surgery. The type 3b endoleak was confirmed. The initially implanted iliac stents in both common iliac limbs were protruding into the aorta. Reintervention was completed with implant of an afx2 bifurcated stent graft and an afx vela infrarenal; however, the patient expired later that evening in the ICU.